Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the infusion sets have been leaking. The customer's blood glucose level at the time of incident was over 600mg/dl. The mother states the set has been removed and replaced. The mother declined to troubleshoot for the high levels. Troubleshoot was conducted. The customer was advised that replacement infusion sets would be sent out. The customer will be returning infusion set for analysis.